Event description:
The rptr did back to back blood glucose tests. Results were 67, 210 and 185 mg/dl. The tests were allegedly done using separate finger sticks, within 10 minutes of each other. No symptoms were reported. It was noted that the rptr had never cleaned the meter. A control test was in range. Followup attempts to contact the reporter for further info have not been successful.